Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An operations coordinator reported that during intraocular lens (iol) implantation, injector scratched 2 iol's in the center of the optic on the same patient. Both iols had to be explanted. The surgery was successfully completed by changing the injector. There was no patient harm. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of scratched iols; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).